Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, fse arrived on site to address the reported event. Fse replaced the printer and the customer was able to resume operations. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the printer.

Event description:
On (B)(6) 2017, the customer reported that the printing on the chromatograms was very light, and unreadable with the printer for their g8 analyzer. The customer attempted to troubleshoot by cleaning the rollers but the issue did not resolve. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.